Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead (high voltage) impedance was found to be low, out-of-range during an episode of ventricular tachycardia (vt) with attempted therapy. The patient experienced several episodes of sustained vt, but the device was unable to deliver shocks due to possible high voltage circuit damage on the lead. The lead was successfully capped and replaced on (B)(6) 2020. The patient tolerated the procedure and was recovering.